Event description:
A falsely depressed sodium (na) result was obtained on a lipemic patient sample. The result was not reported to the physician. The sample was repeated after treatment with lipoclear to clear lipemia and a higher result was obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed sodium result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed sodium result is a lipemic sample. The dimension quik-lyte integrated multisensor instructions for use lists lipemia as a non-interfering substance up to 1000 mg/dl triglyceride (trig). However, for a sample above 1000 mg/dl trig, elevation of a low result with the use of lipoclear(r) is not unexpected. No triglyceride was reported on this sample; it may have exceeded 1000 mg/dl. The instrument is performing within specifications. No further evaluation of the device is required.